Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, pain in thigh, endometriosis, distended stomach, nausea, diarrhea, constipation, mucous stool, painful defaecation, ovarian cyst, dyspareunia, abdominal pain, adnexa uteri cyst and unspecified inflammatory disease of uterus. Previously administered products included for an unreported indication: contraceptives and mirena. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia") and fatigue ("fatigue"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain/ loss (specify which one): weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding/vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), constipation ("gastrointestinal or digestive system condition- type: constipation") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) cystoscopy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, dyspareunia, fatigue, weight increased, constipation and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, constipation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there was good placement of the essure device in each ostia with a few coils in the endometrium. Current weight 177 lbs. Discrepancy in essure removal date (B)(6) 2010 (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion devices are in place and the tubes are occluded bilaterally. Ultrasound scan vagina - on (B)(6) 2009: the uterus measures a.6cm in its largest dimension. The endometrial echo measures 0.75cm. The right ovary appears measuring 2.1 cm in its largest dimension with no masses or cysts seen. The left ovary measures 3.6cm in its largest dimension with a cyst measuring 3.2cm x 2. 7cm. This cyst appears hemorrhagic. There is no fluid seen in the cul-de-sac. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received. New event: abdominal pain added. Event gi conditions updated to gastrointestinal or digestive system condition type: constipation. New reporters and historical drugs added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, pain in thigh, endometriosis, distended stomach, nausea, diarrhea, constipation, mucous stool, painful defaecation, ovarian cyst, dyspareunia, abdominal pain, adnexa uteri cyst and unspecified inflammatory disease of uterus. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding/vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) cystoscopy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, dyspareunia, fatigue, weight increased and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there was good placement of the essure device in each ostia with a few coils in the endometrium. Current weight 177 lbs. Discrepancy in essure removal date-20-dec-2010 (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion devices are in place and the tubes are occluded bilaterally. Ultrasound scan vagina - on (B)(6) 2009: the uterus measures a.6cm in its largest dimension. The endometrial echo measures 0.75cm. The right ovary appears measuring 2.1 cm in its largest dimension with no masses or cysts seen. The left ovary measures 3.6cm in its largest dimension with a cyst measuring 3.2cm x 2. 7cm. This cyst appears hemorrhagic. There is no fluid seen in the cul-de-sac. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, leg pain, endometriosis, distended stomach, nausea, diarrhea, constipation, mucous stool, painful defaecation, ovarian cyst, dyspareunia, abdominal pain, adnexa uteri cyst and unspecified inflammatory disease of uterus. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding/vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) cystoscopy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, dyspareunia, fatigue, weight increased and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there was good placement of the essure device in each ostia with a few coils in the endometrium. Current weight (B)(6) lbs. Discrepancy in essure removal date- (B)(6) 2010 (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion devices are in place and the tubes are occluded bilaterally. Ultrasound scan vagina - on (B)(6) 2009: the uterus measures a.6cm in its largest dimension. The endometrial echo measures 0.75cm. The right ovary appears measuring 2.1 cm in its largest dimension with no masses or cysts seen. The left ovary measures 3.6cm in its largest dimension with a cyst measuring 3.2cm x 2. 7cm. This cyst appears hemorrhagic. There is no fluid seen in the cul-de-sac. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs and mr received: this case becomes incident. Event injury was replaced with new events which were ¿ pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea, cramping, dyspareunia, fatigue and weight gain. Medical history added. Reporter information updated, patient details updated, product information updated. Lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.